Event description:
The defibrillator fails to discharge using the hard paddles, if the unit is not used for a few days. If the defibrillator is discharged every day there is no problem. This has reportedly occurred during use on a pt for synchronized cardioversion. A backup defibrillator/monitor was used to cardiovert the pt. There were no adverse affects to the pt reported as a result of device use.